Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to pass its internal self-test. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the device failure to complete its internal self-test. The investigation determined that the device self-test failure was most likely due to device calibration issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).